Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited high impedance, high capture threshold and low sensing threshold. The lead was programmed and left in unipolar mode since the patient does not pace much in the ventricle.